Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility. The pipes were found to be damaged requiring adjustment. Additionally, the hr (high reflective) mirror and one secondary relay mirror were damaged. The leaking pipes in the machine were repaired, one hr lens was replaced, and one second relay lens was replaced. Debugging and calibration was performed on the console, and then it was tested.

Event description:
It was reported that, during daily inspection, the physician found the device was leaking water and the energy was low. No error messages were displayed and case saver mode did not occur. A mirror inside the console had a little spot which caused the low power. There was no procedure or patient involved.

Event description:
It was reported that, during daily inspection, the physician found the device was leaking water and the energy was low. No error messages were displayed and case saver mode did not occur. A mirror inside the console had a little spot which caused the low power. There was no procedure or patient involved.